Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed motor error alarms and compromised force sensor system alarm. Customer's blood glucose was 146 mg/dl. Device was unable to exit the preparing to prime loop. Drive support cap was protruded. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, minor scratched display window, broken battery tube threads, missing reservoir tube o-ring and broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. The insulin pump alarmed prime during prime test due to loose/protruded drive support disk. No motor error alarm noted. The motor passed motor test. The insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, displacement test and rewind. We were unable to perform occlusion test and excessive no delivery test due to prime alarm. We were unable to perform basic occlusion test due to broken off reservoir tube lip.